Manufacturer narrative:
(B)(4). A visual and functional inspection of the device involved in the complaint could not be conducted since the product was not returned at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of device sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed. If the device sample is returned at a later date this complaint will be updated accordingly.

Event description:
Customer complaint states column fills up with water then filling the circuit towards the patient. Alleged issue was reported detected during use. No report of injury or harm to patient.